Event description:
It was reported that the tubing of a dehp-free solution administration set separated from the drip chamber. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that the tubing was separated from the drip chamber. A closer inspection noted that there were traces of solvent on the tubing. The cause of the separation is unknown. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.